Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the field corrective action early battery depletion. The customer stated that the batteries only lasted three days and approximately it happened three times. The customer reported no adverse event. The customer received a replace battery alert or replace battery now alarm less than 9.5 hours after getting a low battery warning. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump trace download analysis confirmed the pump alarmed low battery alerts on 07/23/2025 17:59:00, 07/20/2025 and 07/16/2025 08:38:00 found in the history files or traces. Battery cycle 53.0 received the lowbatteryalert (104) on 07/23/2025 17:59:00 faster than expected at 2.81 days. Battery cycle 45.0 received the lowbatteryalert (104) on 07/20/2025 13:04:00 faster than expected at 3.75 days. Battery cycle 43.0 received the lowbatteryalert (104) on 07/16/2025 08:38:00 faster than expected at 2.05 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, found battery tube corroded. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss and charge/battery lasts less than expected were confirmed suspecting hardware issue. Damage moisture on battery tube corded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.